Manufacturer narrative:
The reported meter dcga239-n0581 has been returned and investigated. Performed visual inspection on the meter and observed a crack in the meter screen indicating a misused. Unable to verify if meter powered on with button due to crack in meter screen. However, the returned meter was able to power on in response to the pc connection, and data was downloaded successfully. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
Customer reported that she noticed black spots/markings on the screen of her adc blood glucose meter and it is obscuring the readings, therefore was unable to read the result. Customer experienced symptoms described as ¿fatigue, dizziness and couldn't get off her bed". Customer self-treated with her routine medication, however did not help the symptoms. Customer was seen at the hospital where a reading of 530 mg/dl was obtained and she was diagnosed with hyperglycemia and received 1 bag of unspecified medication "similar to insulin" via IV to reduce her glucose level and a new medication added to her routine. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she noticed black spots/markings on the screen of her adc blood glucose meter and it is obscuring the readings, therefore was unable to read the result. Customer experienced symptoms described as ¿fatigue, dizziness and couldn't get off her bed". Customer self-treated with her routine medication, however did not help the symptoms. Customer was seen at the hospital where a reading of 530 mg/dl was obtained and she was diagnosed with hyperglycemia and received 1 bag of unspecified medication "similar to insulin" via IV to reduce her glucose level and a new medication added to her routine. There was no report of death or permanent impairment associated with this event.